Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') and device dislocation ('migration\probable migration of the left essure device into the left adnexa away from the expected location') in a female patient who had essure (batch no. E01923) inserted for female sterilization. The patient's medical history included right lower quadrant pain, low back pain, fatigue, pelvic pain female, abdominal cramps, nausea, vomited, ovarian cyst, device dislocation, perforation uterine and leukocytosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation and device dislocation outcome was unknown. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: right: 6coils, left: 0 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration') and device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration') and device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation/migration') and device dislocation ('migration/probable migration of the left essure device into the left adnexa away from the expected location'). In a female patient who had essure (batch no. E01923), inserted for female sterilization. The patient's medical history included: right lower quadrant pain, low back pain, fatigue, pelvic pain female, abdominal cramps, nausea, vomited, ovarian cyst, migration of implant, perforation uterine and leukocytosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation and device dislocation outcome was unknown. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: right: 6 coils, left: 0 coils. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: lot number, medical history, patient date of birth, reporter information were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.